Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition? (Normal, thin, calcified, fragile, diseased?) How was the suture placed? (Interrupted or continuous?) Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent surgery of open reduction and internal fixation of right femoral trochanteric fracture under general anesthesia due to right femoral trochanteric fracture on (B)(6) 2020 and suture was used. About 7 months after the surgery, on (B)(6) 2021, it was found that the steel suture of internal fixation device for right femoral trochanteric fracture broke. The patient had pain. On (B)(6) 2021, the broken steel suture was removed under spinal anesthesia. The postoperative healing is good. Additional information has been requested.